Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was malfunctioning, and there was minimal bleed back. Additional information received indicates the hemostatic valve was not broken in two or more separated pieces. No air entered to the patient. Patient¿s hemodynamics was not compromised, and no medical/surgical intervention was required. On (B)(6) 2020, the complaint device was received for evaluation. On (B)(6) 2020, the complaint device was inspected and it was found that the hemostatic valve was dislodged inside of hub. The friction ring and brim cap remain intact. The findings were reviewed and assessed as MDR reportable and determined to be consistent with the device code reported in the 3500a initial medwatch report. Device evaluation details: the device evaluation was completed. Visual inspection was performed and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. During the ablation procedure, a ¿temperature sensor error¿ appeared on the smartablate generator after several successful ablations with the thermocool® smart touch® sf bi-directional navigation catheter. There was no temperature displayed from the catheter. The cable was exchanged, but the issue remained. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the issue resolved. This issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. It was also reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was malfunctioning, and there was minimal bleed back. Additional information received indicates the hemostatic valve was not broken in two or more separated pieces. No air entered to the patient. Patient¿s hemodynamics was not compromised, and no medical/surgical intervention was required. Since the bleeding was minimal, and there¿s no indication that it led to hemodynamics disruption or required intervention, this event will not be considered a patient adverse event. This event has been assessed as MDR reportable for the hemostatic valve separation.